Manufacturer narrative:
Of the 12 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. During investigation for unrelated allegations, there were 2 additional instances of a power issue due to a cold solder on the circuit board. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced an unknown power issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-54 years of age and between 41 and 150 pounds. Of the reported patients, 4 were male and 8 were female.